Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy, the release button was hard and the jaws could not be opened after closing the jaws with closing lever and inserting the device via a trocar. But when the release button was pushed well, the jaws became to be opened, so the device was clamped the target tissue and was fired. Then, the jaws became not to be opened in pushing the release button. As the target tissue was not fired completely and separated when the device was removed from the patient. And then when the nurse pushed the release button out of the patient, the jaws became to be opened. The device was used on the blood vessel. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2016. Batch # k5d84d. The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.